Manufacturer narrative:
The zoll catheter was returned to zoll on 11/20/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the thermogard console (B)(4) during patient use, displayed an "airtrap not recognized" alarm 1.5 hours into ivtm therapy. It was further reported that blood was observed in the solex 7 catheter's cooling lumen. The use of the thermogard console was discontinued and a conventional cooling treatment was administered on the patient. No patient harm or consequence reported was on this event. Additional information from the reporter stated that the solex 7 catheter was inserted in the patient's left internal jugular by an experienced personnel without issue. This report refences the report of a suspected leak on the catheter. The report of the console displaying an "airtrap not recognized" alarm is referenced under MFR 3010617000-2017-01049.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned solex 7 catheter (lot # 70612). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a leak was observed at the distal end of the balloon when pressure was increased to 45 psi. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the solex 7 catheter with lot # 70612. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the balloon that may have caused eventual leak under pressure, or the balloon may have seen higher stress during inflation.